Manufacturer narrative:
H10: additional manufacturer narrative: calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.

Manufacturer narrative:
Added information to section d4 (expiration date), d9 (date returned to manufacturer), h4 (device manufacturer date), h6 (device code(s)) and h6 (type of investigation) corrected data: e3 (occupation) h3: evaluation summary customer reports of calcification and stenosis were confirmed. X-ray demonstrated heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on both the inflow and outflow surfaces of all three leaflets. Leaflet 3 had a tear at the cusp area and calcification was evident at the tear. Minimal host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 1 and 3 at the inflow aspect and on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect. Leaflet 2 was cut off from the valve and edges of cuts were smooth and even. The cut off leaflet fragments were not returned. Leaflet 1 had a cut/tear near commissure 1 and 2. Suture holes were observed around the valve sewing ring. Sewing ring cloth was cut around leaflet 2. Wireform was exposed at commissure 3. H10: additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a valve model 3300tfx23mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration no longer than seven (7) years and one (1) month due to valve calcification leading to stenosis. As reported, the calcification was likely caused by patients comorbidities. A non-edwards transcatheter valve was implanted within the edwards surgical device. Sometime after, this patient underwent another re-do surgery whereby both the edwards surgical valve and the competitor transcatheter valve were explanted and replaced with a 23mm edwards surgical valve. The patient was noted as to be stable.